Manufacturer narrative:
Device lot # was not provided/unknown. Product has not been returned. Top portion of the abutment screw was discarded.

Event description:
It was reported that abutment screw fractured. The top portion of the screw was discarded and the other portion still inside the implant. Dentist will try to retrieve it in the future.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.